Event description:
It was reported that, during therapy on a large transverse abdominal wound, a renasys touch alarmed blockage/cannister full. Even though tubings, dressings and cannister have been checked, o-rings were cleaned and the patient was repositioned, the issue was not resolved. In addition, the patient's nurse stated that the wound was deepened during one of the weeks in which wound therapy was applied and the wound is 6cm deep x approximately 2-5 3tt. It is unknown if/how this adverse event was treated. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during npwt on a large transverse abdominal wound, a renasys touch started alarming 'blockage/cannister full'. The pump had been used since two weeks ago, and was working fine, but the pump began to alarm about one week ago, after surgery. The wound is now 6cm deep x approximately 2-5 - 3 ft. Foam filler is being used. For troubleshooting, tubings, dressings and cannister have been checked and also changed; o-ring was cleaned to ensure there was no clog; patient was repositioned, but the issue was not resolved.the pump has moved at opposite ends of the wound, mid wound, closer together, but device continually alarm. It is unknown if/how this adverse event was treated. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation. A documentation review was performed. Historical review details previous cases reporting a false blockage alarm during use, which has triggered an adverse trend, resulting in corrective action. Corrective action has discounted the manufacturing batch records and process for both the canisters and the devices, as being contributory factors. Records confirm the devices have been manufactured and released according to the finished product specification. Risk files mitigate the reported event, delayed wound healing is potential harm. Which is delineated with the instruction for use, which details that when the reported alarm is displayed, this is to alert the user, therapy does not stop when blockage or full canister is displayed, therapy stops when the user pauses the device. A medical review was performed. We are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. The renasys touch user manual details, ¿its use is contraindicated in the presence of untreated osteomyelitis, exposed arteries/veins/organs/nerves, necrotic tissue with eschar present, malignancy in the wound, non-enteric and unexplored fistulas and exposed anastomotic sites. Based on the information provided, it is unknown how this adverse event was treated. Therefore, the impact to the patient beyond that which has already been reported cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed the root cause has been determined to be the result of, inadequate software design, however it does not interfere with the intended purpose of the device or impact patient safety. The actions implemented, include a planned software update, to reduce the probability, of future occurrences of false blockage/canister full alarms. No further corrective actions are deemed necessary.